Manufacturer narrative:
This is not an isolated incident. Review of the complaint history reveals similar reports have been received for this product code for the reported issue.

Event description:
Baxter reports a patient noted a leakage at the tube after the transfer set was disconnected from yume set. The transfer set was in place for 21 days. Prophylactic antibiotics were given. No patient injury or medical intervention was associated with this incident.